Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as the patient making a mistake/touch contamination. On the day of onset, the patient was hospitalized for the peritonitis event and for fluid overload. Treatment for the peritonitis event and treatment for the fluid overload was not reported. On an unreported date, the patient¿s peritoneal dialysis catheter was removed and the patient was switched to hemodialysis. It was reported that the patient was recovered from the peritonitis event and recovered from the fluid overload. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. The cause of this peritonitis was use error further described as a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.